Event description:
It was reported that during use of a spectrum pump, the drip chamber on the tubing was collapsed with suction pressure and the medication was trapped in the tubing above the pump. The medication bag was "shrunk shut (no air left in the bag)" and as a result the patient did not receive the entire dose of medication. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.